Event description:
Event: broken quadlumen. The pt was reported to have narrow and tortuous vasculature. The graft was successfully implanted. Upon removing the device, the jacket guard became stuck. When the device was pulled, the quadlumen broke leaving the jacket guard and balloon in the pt. The physician was able to remove the sheath and pull out the broken piece manually.